Event description:
The customer called to perform a test plug procedure. The customer then stated that the paramedics were called to his home yesterday due to low blood glucose levels. The customer stated that he has experienced low blood glucose levels twice in the past six weeks. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.